Event description:
Pt came in for angioplasty with stent placement. Angioseal closure device was deployed without incident and hemostasis achieved. Positive femoral, and positive peripheral pulses post procedure. Discharged on the following day without problems. Developed claudication on right side leg. Angiogram done. Shows clot at angioseal sites. Went for surgical evaluation at another facility.